Manufacturer narrative:
(B)(4). The manufacturing date is not known for the device. The device evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. The event history log did not show any operational errors and the reported event of an unspecified alarm could not be verified through the log review. The device underwent a visual inspection. An audible alarm was found and a digital board was replaced after which, the device passed the functional testing. The reported event was verified during the evaluation of the device as an audible alarm only, with no display. The cause was the faulty digital printed circuit board (pcb) so the device did not meet product specifications related to the reported event. The digital pcb was scrapped and the device was sent to servicing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced an audible, unspecified alarm. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.